Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing driveline disconnect, low flow, and pump off alarms. The patient had a portion of the copper wire exposed and that area of compromise was bent at a 90 degree angle. The location of the damage is not reported. Log files confirm pump off and low flow events that appeared to be due to the driveline disconnects. Additionally, log file analysis showed no external power events that appeared to be due to an issue with the mobile power unit or mobile power unit patient cable. Related MFR number: system controller: 2916596-2022-00884; mobile power units: 2916596-2022-00885.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed pump stops which appeared to be associated with driveline disconnect events. A specific cause for the driveline disconnects could not be conclusively determined through this evaluation. Additionally, cosmetic damage to the patient¿s driveline as well as the reported 90-degree bend/kink could not be confirmed as no product was returned for evaluation and no images of the reported damage/kink were provided for review. The controller event log file contained data from 07feb2022 through 09feb2022, per the timestamps. At 07:13:41 on (B)(6) 2022, the driveline was disconnected, causing the pump to stop. The driveline was reconnected at 07:14:28, following which, the pump regained speed and resumed normal operation until 07:16:17 on (B)(6) 2022. At this time, the driveline was disconnected again causing the pump to stop a second time. Both events were associated with power b broken, power a broken, com b fault, com a fault, low pump current, and pump stop fault flags as well as low flow, driveline disconnect, and lvad_off alarms. The driveline was then reconnected at 07:16:44, following which, the pump regained speed and resumed normal operation for the remainder of the file. The pump appeared to function as intended at the set speed while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2022 when the patient ultimately expired. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23may2018. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 2 of the IFU, under "system controller warnings and cautions", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline. These sections further warn: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urge patients to inform their hospital contact immediately if they find signs of driveline damage. Sections 7 and 8 of the IFU and sections 4 and 5 of the patient handbook provide additional information regarding how to care and clean the driveline. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.